Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they just received a replacement implantable neurostimulator (ins) and a new programmer but does not have the same groups/programs that they had with the previous ins system. The patient desired to have the device programmed. It was noted that the manufacturer¿s representative took the old ¿remote¿. Additional information received on feb. 3, 2016 from the manufacturer¿s representative reported that the patient was charging too often. The device was interrogated and an impedance check was performed. It was noted that the patient was worried about the ins depleting ¿a little fast¿. The ins was at 100% and it took 4 days to get it to 75% and then it went to 0% in one day. An electrode impedance (referenced to electrode 0) test was performed and it was noticed that electrodes 0 and 2 were >10,000 ohms. Data obtained from the clinician programmer showed a duration of 1.7 hours, interval of 0.4 days with average coupling of 4 boxes. The patient¿s program settings were as follows: b:1 = 4.8 volts, 270 usec, 60 hz; 2 = 5.4 volts, 330 usec, 60 hz, 3 = 6.0 volts, 270 usec, 60 hz. With group impedance of 700 ohms and using the device 24 hours a recharging interval of approximately 5 days was calculated. Further information received confirmed that the estimated time for the ins battery was 4-5 days. The patient was satisfied with the results and stated that they didn¿t expect to have to charge that often. On feb. 5, 2016 additional information received from the patient reported that their stimulator was not charging. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported that their new ins battery just ran out at 2 days. They noted that they were not getting as much pain relief as the previous battery. The patient stated that something ¿isn¿t right when the battery dies in 2 days¿. Additional information received on feb. 18, 2016 from the manufacturer¿s representative on reported that recharge interval estimate of 4.15 days was calculated based on the following parameters: group b (used 24 hours a day) = program 1: 330 pw, 60 hz, 5.5v, 1 anode/1 cathode, program 2: 330 pw, 60 hz, 5.5v, 2 anodes/2 cathodes, program 3: 330 pw, 60 hz, 5.5v, 1 anode/1 cathode. A recharge interval calculation with same parameters for the previous model ins and estimate of 11.9 days. It was reported that the patient was charging approximately 5 hours at a time. It was noted that the patient sometimes turns the stimulation off at night. The manufacturer¿s representative stated that the therapy was working great for the patient. Further information received on march 2, 2016 from the patient reiterated that their battery was depleting faster than their old (previous) ins. If additional information is received, a follow up report will be sent.

Event description:
Additional follow up information received from the patient reported the model of the battery installed did not last any longer than their previous ins. The patient was very disappointed and met with the manufacturer's representative on (B)(6) 2016 and was programmed with only 2 settings to see if they could extend the time between charges. It was noted that they were still charging more often than their previous ins battery. The patient stated that the device had lowered their pain levels from 5 to 10 down to 4 to 8. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-07-13 that the device was a life saver but they were on their second device. This second device had not resolved the issue as the current implant depleted just as quickly and the battery was dead after 4 days. The battery discharged 25% per day. The patient had not been recently programmed and there were no related falls or traumas. The patient was running at about 5 and it was 50%. It was stated that the patient did not think they had hd programming and it was not up at like 7 or higher. The patient always charged to 100% full and always was able to get 6-8 coupling bars. There were (B)(6) follow-up appointments with the health care professional (hcp) but nothing changed. This issue of the current ins depleting too quickly had been since implant of the current ins (B)(6) 2016). No further complications were reported.